Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device displayed "defib not charged" and "press charge" error messages. These messages indicate that the shock button was pressed while the device was not charged. Additionally, the device displayed "select defib mode" which indicates that the device was not in the defib mode to perform the charge/shock function. Further log review showed that the device was capable of charging and delivering a shock when all of the criteria were met, as there were many occurrences of successful discharges recorded. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.